Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined, however, technical support suspects the false eri could potentially be due to the patient's unrelated surgery.

Event description:
During an unrelated surgical procedure, the elective replacement indicator (eri) and the end of life (eol) alerts were triggered. Battery voltage was confirmed to be normal and above eri. The false diagnostics were likely caused by the patient's unrelated surgery. Reprogramming was performed to clear the false diagnostics, and the patient was stable with no adverse consequences.